Event description:
It was reported that a few days after implant, the patient was not able to get any coupling bars with the implantable neurostimulator recharger (insr). They determined that it may be due to the swelling and were going to wait to see if the coupling was better after recovery. About a month later, the patient had continued issues with coupling the insr. The patient would get 4 coupling bars at the beginning of the session but then almost immediately drop to 2 bars. It was reviewed that if the implantable neurostimulator (ins) was flipped they would likely not get any coupling bars. The problem may be related to the antenna positioning or pocket depth. It was recommended that they try a different insr. If the problem persisted and was due to pocket depth, a pocket revision might be required. About a month later it was determined that the cause of the event was because the battery was implanted too deep. The patient was unable to achieve sufficient coupling in recharging; however, the therapy was still satisfactory. The pocket revision was tentatively scheduled for (B)(6). It was unknown if recharging frequency matched the patient¿s settings. The patient was trained, but did not demonstrate effective recharging. It was unknown if the patient was in cycling or continuous mode. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was revised on (B)(6). Immediately post-op, the manufacturing representative was able to find and communicate with full bars using the recharger. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was receiving satisfactory therapy and was able to recharge normally.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that per the patient's healthcare provider (hcp) the ins rotated after placement, and the pocket was reused after the ins was replaced. No further information was reported.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-09-16. It was reported the patient's first ins was put in backwards, which led to battery replacement on (B)(6) 2014. No further complications were reported/anticipated.